Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. As this is a confirmed complaint, a DHR review is not required. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4) for complete documentation and action plans.

Event description:
It was reported that bd vacutainer® winged safety pbbcs had blood leaking between the tubing and the female luer hub. No injury or medical intervention reported.